Event description:
The customer reported via phone call that there was an absence of no delivery alarm on the insulin pump. It was also found the customer had a bent cannula with their infusion set. Customer's blood glucose was 300 mg/dl at the time of incident. Customer resolved their blood glucose with the insulin pump. It was also found the insulin pump failed a high pressure test. The customer declined to have the insulin pump replaced. Customer's current blood glucose was 163 mg/dl. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.